Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported to be unavailable for return to the manufacturer for evaluation. The alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of a pseudo aneurysm, an embolization implant coil detached unexpectedly during retraction; the physician was initially not satisfied with the original positioning. The system was removed and the case completed successfully. The was no reported patient injury or intervention.